Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 42 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 50 mg/dl and 54 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is september 2017. The meter memory was reviewed for previous test result history (customer stated that she could not see the date and time): (B)(6). Memory concerns:the customer is concerned with the results of 42 mg/dl and 62 mg/dl. The customer stated that she feels that the results she is getting from the meter are reading too low.